Manufacturer narrative:
D6b should be (B)(6) 1991.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was lead related. The cause of death was pyelonephritis with sepsis. No additional information was reported.

Manufacturer narrative:
Date of implant (d6a) should be (B)(6) 1991 and date of explant (d6b) should be (B)(6) 2000.